Event description:
It was reported that during surgery, the trumpet-shaped tip came off the moment operator started cleaning, probably due to a problem with the adhesive. There is no patient impact or delay reported. Due diligence is complete. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-(B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4).. Following sections were updated or corrected: b1, b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Visual inspection confirmed the fan shield of the radial spray tip had broken off. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during surgery, the trumpet-shaped tip came off the moment operator started cleaning, probably due to a problem with the adhesive. It was confirmed that the tip fell in the patient and the tip was retrieved. There was no patient impact or delay reported. Due diligence is complete.